Manufacturer narrative:
The device was not returned to edwards for evaluation. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Since it does not represent a malfunction of the device, the event will only reportable if it results in a serious injury (e.g. Placement of intra-aortic balloon pump (iabp) or extracorporeal membrane oxygenation (ECMO) to treat ventricular dysfunction secondary to partial or total coronary ostia obstruction, myocardial infarction related to coronary artery occlusion due to the device or coronary artery bypass to treat coronary artery occlusion due to the device). A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23 mm valve has expired after a couple of days of the patient's ejection fraction going down significantly. It was revealed during autopsy that the left coronary was blocked by the magna ease aortic valve. No additional information provided.